Manufacturer narrative:
(B)(4). Unit passed displacement test and selftest. Unit received with pillowing keypad overlay and scratched case. Moisture damage on electronic board stack, force sensor assembly and motor assembly.

Event description:
Information received by medtronic indicated that the insulin pump had fluid under liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.